Event description:
Info received indicates the bed has a high ground resistance reading.

Manufacturer narrative:
While performing preventive maintenance on the bed, the hill-rom tech discovered a high ground resistance reading. The tech cleaned the ac power connection at the power supply board to repair the bed.